Manufacturer narrative:
(B)(6). Complaint conclusion: the device was returned for analysis; however, the microcatheter was not returned. The detachment fiber was mechanically severed. The sheath surrounding the resistive heating coil was torn open. The coil was found protruding outside the distal tip of the green introducer. The coil extends proximally into the resheathing tool. The coil¿s socket ring was found severed, stretched, and protruding outside the sheath at the distal tip of the skive. A stretch resistance cerecyte suture was also found extending outside the sheath at the same area. Tissue was found adhering to the severed end of the coil¿s socket ring. The remainder of the coil was undamaged. There was a large blood, protein, and contrast mixture adhering proximally, but adjacent to the coil¿s ball tip. The most likely root cause of the non-detachment was due to a cold solder joint at the resistive heating coil. The circumstances of how this occurred cannot be determined. The contributing factor to the resistance during the coils removal and the unintended detachment inside the microcatheter may have been due to the large amount of tissue found adhering to the coil. However, the exact source of the resistance cannot be determined. In addition, without the return of the excelsior 1018 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. Since there was no manufacturing issue identified, no corrective action was taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
When the presidio 18 coil was pre-checked before insertion, the fault light was off and it seemed working properly. However, the fault light was on when the coil was deployed in an aneurysm and connected to the cable the coil could not be detached and it was removed from the body. There was resistance during removal and the coil was broken off.